Event description:
On (B)(6) 2013, the reporter contacted animas alleging a button keypad tactile changes issue. The reporter indicated that the up arrow button was scrolling ahead and was not stopping. This report is made based on the allegation of the button keypad issue which was no resolved with troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad was peeling along the bottom. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down and contrast keypad buttons are intermittently responsive, and the up arrow keypad button is hyper-responsive causing scrolling. The up arrow button contact was found to be misaligned. There was evidence of keypad contamination found under the contrast, up arrow, and down arrow key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.